Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient did not receive treatment shocks due to response button use and device shutdown. The device was started up at 07:05:32 on (B)(6) 2022. At 12:17:27, an arrhythmia was detected with response buttons pressed intermittently. ECG shows sinus tachycardia @ 100 bpm with pvc's degrading to vt @ 220 bpm. Detection stopped at 12:21:28. At 12:22:31, an arrhythmia was detected with response buttons pressed intermittently. ECG shows vt @ 240 bpm. At 12:27:31, an arrhythmia was detected with response buttons pressed intermittently. ECG shows vt @ 210 bpm. The device was shut down at 12:39:44 on (B)(6) 2022. The patient was in vt from 220-280 bpm with response button use intermittently at the time of device shutdown. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.